Manufacturer narrative:
Additional information was added to h4 and h6. Additional information/correction: b5, d1: brand name, d4: catalogue #, d4: lot #, d4: expiration date, and d4: unique identifier (UDI) #. B5: clarification was received that the issue occurred with a 2000ml eva tpn bag. H4: device manufacture date: september 4, 2020 - september 7, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was further described as an unspecified "liquid flowed out from the separation between the two tubes". The event occurred in the dispensing room before treatment.. There was no patient involvement. No additional information is available.